Manufacturer narrative:
B3: date of event is an estimate as the information was not provided and could not be obtained. Corrections: d6a - implant date null: ni to na d6b - explant date null: ni to na d9 - date returned to mfg null: ni to na e1 - address 1: ni to na e1 - city: ni to na e1 - postal code: ni to na e1 - fax number null: ni to na g4 - bla #: na to blank h6 - adverse event problem - health effect - clinical code: e2401 to e2403 the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. A product deficiency could not be determined. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level.

Event description:
The consumer reported false negative results on three (3) binaxnow covid-19 self tests. This report is for test three (3) of three (3). The consumer mentioned having taken "a test every other day for five (5) days", resulting in a negative result each time starting at an unknown date. The consumer went to a medical clinic on an unknown date with an unknown test and tested positive. No further information, including patient information, times of testing, treatment, or impact, was provided.

Event description:
The consumer reported false negative results on three (3) binaxnow covid-19 self tests. This report is for test three (3) of three (3). The consumer mentioned having taken "a test every other day for five (5) days", resulting in a negative result each time starting at an unknown date. The consumer went to a medical clinic on an unknown date with an unknown test and tested positive. No further information, including patient information, times of testing, treatment, or impact, was provided.

Manufacturer narrative:
B3: date of event is an estimate as the information was not provided and could not be obtained. The results of the investigation are still pending. A supplemental report will be submitted upon completion or upon receipt of additional information.

Manufacturer narrative:
B3: date of event is an estimate as the information was not provided and could not be obtained. New correction: h2 - if follow-up, what type? The previous selection of 'response to FDA request is incorrect and made in error. The correct selection is 'additional information'. Prior corrections: d6a - implant date null: ni to na d6b - explant date null: ni to na d9 - date returned to mfg null: ni to na e1 - address 1: ni to na e1 - city: ni to na e1 - postal code: ni to na e1 - fax number null: ni to na g4 - bla #: na to blank h6 - adverse event problem - health effect - clinical code: e2401 to e2403. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. A product deficiency could not be determined. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level.

Event description:
The consumer reported false negative results on three (3) binaxnow covid-19 self tests. This report is for test three (3) of three (3). The consumer mentioned having taken "a test every other day for five (5) days", resulting in a negative result each time starting at an unknown date. The consumer went to a medical clinic on an unknown date with an unknown test and tested positive. No further information, including patient information, times of testing, treatment, or impact, was provided.